Event description:
Reporter had inventoried advanced life support equipment in the morning as per protocol. They distinctively remember doing the intubation equipment since the large intubation handle had the mac-5 blade attached to it and thought who in their right mind would routinely use this blade. Reporter switched to a mac-4, checked its function which at the time was working. Later during the shift engine crew responded to a call for a person not feeling well, unk medical problem. On arrival reported found an older man complaining of substernal chest pain and was noted to be in obvious distress. Pt was extremely pale, diaphoretic, no distal pulses and reporter could not obtain a blood pressure. Reporter placed the pt on the floor and while doing an electrocardiogram the pt became unresponsive and apneic. Initated CPR and advanced life support measures. To secure the pt's airway reporter readied equipment, clicked the mac-4 in the on position; did not check it at this time since they checked it at the beginning of the shift and did not perceive an issue. As reporter entered the mouth with the blade they notice, its awful dark in there, reporter withdrew the blade on the handle but it did not work. Retrieved the small handle from the intubation kit, placed the blade on the handle, it worked and reporter proceeded with the intubation procedure successfully. After the call had terminated, reporter returned to station to restock and potentially fix the intubation handle. It was at this time reporter was informed that this has been an ongoing issue with this size intubation handle. The handle was taken out of service.